Event description:
It was reported by repair work order that the side rail cannot remain latched due to damaged latching spindle bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.